Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the heartmate (hm) ii left ventricular assist system (lvas), (B)(6), and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. Additionally, the report of high flows could not be confirmed as no log files were submitted for evaluation. The patient remains ongoing on the hm ii lvas, serial number (B)(6) and experienced further gi bleeding from (B)(6) 2023- (B)(6) 2023 (reported under MFR # 2916596-2023-01233). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm ii lvas instructions for use (IFU) is currently available. Bleeding is listed as an adverse event that may be associated with the use of the hm ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended international normalized ratio (inr) values. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 4 "system monitor" explains that "if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the hospital for gastrointestinal (gi) bleeding and was noted to have the ventricular assist device (vad) reading +++ with high flows. Due to their frequent and chronic bleeds from multiple arteriovenous malformations, the patient no longer gets endoscopy procedures and was being treated symptomatically. The bleeding improved with blood transfusions and the patient was discharged home on (B)(6) 2022.